Event description:
It was reported that the patient's pump needed to be repaired "for the third time." It was stated that the pump was "ballooning out the patient's stomach." There were previous unspecified problems with a catheter also reported. The patient was scheduled for surgery (without further description given) on (B)(6)2010. No further details, patient symptoms or outcome were provided. Add'l info was requested but not available at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)